Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03821, 0001825034-2019-03823, 0001825034-2019-03824.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
The event is confirmed with x-rays received. The x-ray review confirms advanced liner wear with marked superolateral eccentric position of the femoral head within the cup. There is no fracture or dislocation. There is osteolysis along the femoral component. Osteolysis along the superior aspect of the acetabular cup is also suspected. The entire femoral stem is not included on the image. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.